Manufacturer narrative:
It was reported that during the device preparation a crack was observed on the extension tubing, which is part of the hemostasis valve. A more comprehensive assessment of the device could not be performed as the device was not returned for analysis. No imaging was provided by the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The lot was thoroughly reviewed, and no specific issues were found. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an 8f amplatzer trevisio delivery system was chosen for a procedure. During preparation, while an amplatzer septal occluder device was being loaded into the 8f amplatzer trevisio delivery system, a leak or spurting was observed from what was initially thought to be the connection of the tap. However, it was later noted that the occurrence was very proximal to the connection of the three-way tap. A small visible hole was identified, and as the system was flushed, saline was seen coming out from the side, just below the tap on the tubing. The physician decided to use the same delivery system and completed the procedure. The patient remained hemodynamically stable throughout the procedure. No clinically significant delay occurred, and no adverse effects to the patient were reported.